Event description:
It was reported that balloon rupture occurred. (B)(4). However, during initial inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the middle part of the balloon. The procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good post-procedure.

Manufacturer narrative:
Initial reported city: (B)(6).